Event description:
The customer reported the device was showing battery fully charged when battery is actually flat , charge button goes to orange not charging because it thinks its full. There was no reported patient involvement.